Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. Customer¿s blood glucose level was 285 mg/dl at the time of incident and other blood glucose value was 184 mg/dl,246 mg/dl. Customer also reported that the customer had experienced high blood glucose level and treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.